Manufacturer narrative:
Section b5 was corrected. Sections d9 and h4 were updated. The customer initially reported that the autopulse platform (sn (B)(6) displayed user advisory 07 (discrepancy between load 1 and load 2 too large). Later, the customer stated that the autopulse platform had displayed user advisory 45 (not at "home" position after power-on/restart). Both ua07 and ua45 advisories were confirmed in the archive data, but only ua07 was reproduced during functional testing. The root cause of the ua07 was a defective load cell, likely attributed to the age of the platform. The device's life expectancy is 5 years. The autopulse platform was manufactured in june 2020 and is almost 6 years old. The customer's reported complaint that the platform's driveshaft seized was not confirmed during testing at zoll. A review of the archive data showed ua07 and ua45 advisories around the reported event date, confirming the reported complaint. Functional testing failed because the autopulse platform displayed ua07 advisory message upon powering up, confirming the complaint. Conducting a load cell characterization test revealed that load cell 2 was defective, triggering the ua07. The defective load cell was replaced to remedy the complaint. The reported ua45 advisory was not reproduced during testing at zoll. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its "home" position when the autopulse is powered on, a user advisory (ua) 45 will occur. This user advisory will persist until the driveshaft is returned to its "home" position. To clear the ua45, pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its "home" position), and then press restart. Following service, the autopulse platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the autopulse platform with serial number (B)(6).

Event description:
Initially, it was reported that the autopulse platform (sn (B)(6) displayed user advisory 07 (discrepancy between load 1 and load 2 too large). Later, additional information was provided to zoll indicating that the autopulse platform had displayed user advisory 45 (not at "home" position after power-on/restart) during patient use. The customer stated that the crew switched to manual CPR, but the impact of the reported issue on the patient is unknown. The patient's status information was requested, but the customer did not provide a response. Later, the customer adjusted the platform's driveshaft to its "home" position. However, when the platform was tested on a manikin, the driveshaft seized. The platform delivered a single compression and then displayed the ua45 advisory again.

Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that during patient use, the autopulse platform (sn (B)(6) displayed user advisory 45 (not at "home" position after power-on/restart). The customer stated that the crew switched to manual CPR, but the impact of the reported issue on the patient is unknown. The patient's status information was requested, but the customer did not provide a response. Later, the customer adjusted the platform's driveshaft to its "home" position. However, when the platform was tested on a manikin, the driveshaft seized. The platform delivered a single compression and then displayed the ua45 advisory again.